Event description:
The recipient reportedly experienced poor performance and shorted electrodes. Programming adjustments were made, however, the issues did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis found damage to the parylene wire coating on some electrodes near some contact pads. Damage to parylene wire coating was found on some electrodes within the array. This is believed to have contributed to the sound quality issues and reported shorts. A CAPA was implemented. This is the final report.